Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device exhibited auto mode switch caused by far r-wave oversensing. Programming changes were recommended but were not made. The patient will be monitored. The patient remained asymptomatic throughout.